Event description:
Customer called to report finding a leak of approximately 10 milliliters in volume underneath the coulter lh500 hematology analyzer, beneath the needle assembly area. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting, during which customer found the source of leak to be a hole in the tubing at pinch valve 40 (pv40) at the differential (diff) waste line. The cts assisted customer with guidance on how to replace the tubing to resolve the issue. The cts verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the issue; therefore, a field service engineer was not dispatched, as the issue was resolved. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).